Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons harder to push and sometimes unresponsive. The customer¿s blood glucose level was unknown. Customer stated insulin pump had mechanical issue and rejected new battery. Customer also reported that insulin pump had rewind more than once and received random no delivery alarms. Customer stated insulin pump had low battery and low reservoir alert. The insulin pump will not be returned for analysis.